Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement greater than 125 ohms. Review of the measurements noted an increase of 94 ohms to 127 ohms over the past 14 months. The clinical observation was documented, and the system remains in service. No adverse patient effects were reported.